Event description:
The customer reported that the system would not take images. This resulted a total loss of imagining functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. No additional service information was provided.